Manufacturer narrative:
No patient was involved in the event. Manufacturer's investigation conclusion: the reported event, of intermittent battery alarms on the power module, was confirmed when the unit was evaluated by technical service. A damaged battery clip cable assembly was found. The wiring adjacent to the detachable connector on the backup battery clip assembly was compressed and crimped. This compromised the backup battery connection and resulted in intermittent alarms. The damaged battery clip assembly was replaced. The unit was tested and returned to the customer. The unit had been in use for approximately 11 years; the backup battery clip assembly was installed into the unit approximately 3 years ago. The backup battery is replaced annually. This entails disconnecting, reconnecting and routing the cable assembly inside the power module battery compartment. It is not known when the wiring harness was damaged. The power module assembly was built in nov 2011. The top assembly (pn 1340) was packaged and placed into inventory on nov 15, 2011. The unit was shipped to the customer on nov 21, 2011 the unit was last serviced on jun 15, 2017; the streamline battery clip cable assembly (pn 106002 lot # 20170518) was installed. Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU) , and the heartmate ii lvas IFU. The charge status and alarms associated with the internal backup battery are documented in the heartmate 3 lvas IFU and the heartmate ii lvas IFU. The red battery and continuous tone audible alarm is detailed here. Disconnecting and reconnecting the backup battery in the power module is addressed in the heartmate 3 lvas IFU and the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the yellow wrench was illuminated along with the battery symbol. The reported issue was confirmed. Damage to the battery clip was observed upon inspection. This caused the battery clip to occasionally lose contact with the backup battery which caused the reported alarms. Battery clip and internal battery were replaced. The unit was tested and passed all tests.